Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the packaging was opened, the needle was found disassembled. The needle came off the thread. Another device from the same lot was used. There was no patient involvement.